Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. The pacemaker was in backup vvi mode for an unknown reason and was also unable to be interrogated. The device was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
The complaint of failure to interrogate was not confirmed. The field complaint of bvvi was confirmed in the laboratory and was due to nmi. The device was tested on the bench and the backup condition could not be reproduced. The root cause of the bvvi was not conclusively determined.